Event description:
Hcp reported to MFR rep in 2003 a stn/pd pt experienced a partial and transient paralysis while talking on the phone. The telephone receiver was on the pt's right ear when the pt suddenly experienced left-sided partial paralysis. The pt was admitted to the hosp in the evening and was diagnosed as having a stroke. When the neurologist examined the pt the following day and turned the right electrode off all the symptoms disappeared. The n'vision programmer showed unchanged settings of frequency, amplitude and pulse width. The pt was slightly dehydrated when admitted to the hosp. The doctor speculated this might have caused a slight brain shift and if the right lead was marginally in the stn the lead might have moved laterally, towards the capsula interna, causing double vision (oculomotorius) and left-sided dysartria. A short while after the right lead was deactivated, the pt developed hypokinesias which made the neurologist turn off everything and start all over again. The pt is on lower doses of levodopa and the right lead remains in the off position. The pt is presently doing fine. At the end of august the hcp plans to reposition the right lead, therefore, the device was not returned to the MFR for analysis.